Event description:
This is the second of two reports (same reporter, same product ID, same product problem, different serial number). During incoming inspection of the product by the distributor, there were defects found on the starburst. There was patient contact and no patient injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.